Event description:
It was reported that this right ventricular (rv) lead was revised due to it was dislodged. The lead was successfully repositioned. No additional adverse patient effects were reported.